Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, brown, white and yellow particles, sharp opening (a dimension measurement in the shell was performed which identified the thickness within specification) and nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is linear sharp openings assessed as unidentified(tear) opening. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.